Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section codes have been updated to reflect this.

Event description:
This report summarizes 75 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 70 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 76 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. 1 device that was pending was evaluated and it was determined the device experienced wheel lock cannot be engaged, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 76 to 75. 1 device is still pending evaluation.

Event description:
This report summarizes 75 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There were 2 events with patient involvement; no adverse consequences were reported.